Event description:
A 52-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that on (B)(6) 2025, the patient temporarily discontinued optune gio therapy due to scalp erosions. The patient was prescribed topical gentamicin and unspecified oral antibiotics. The patient planned to resume therapy once the skin had healed. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).